Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the 15 mm introducer was leaking after taking it out from the port it was broken. No unanticipated tissue loss. No unanticipated extension of the incision by more than 1 inch. No unanticipated blood loss of 500cc's or more. No delay in surgical time by more than 30 minutes due to the product's problem. No device fragment or component falling into the patient's cavity. No device fragment left in the patient.

Manufacturer narrative:
Additional information provided by the account.

Event description:
The procedure was a lap sleeve gastrectomy. The seal was damaged. The patient is ok.